Manufacturer narrative:
No product will be returned per customer because the product was discarded.

Event description:
It was reported from the risk manager that on the birthing unit the nurse reported a tubing set that leaked at the "blue connection" during priming. No patient involvement.

Manufacturer narrative:
No product will be returned per customer. The customer complaint of set leaked at blue connection could not be confirmed due to the product was not returned for failure investigation. A photo of the set marked by a red arrow pointing at the upper fitment p/n tc10008721 indicates from where the customer experienced the leak at the blue connection but does not confirm the reported leak on the event set. The root cause of this failure was not identified as no product was returned. Device history record for model 2420-0007 lot 20026392 shows that the set was manufactured on 17 february 2020 with a total of 34,563 units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported.

Event description:
It was reported from the risk manager that on the birthing unit the nurse reported a tubing set that leaked at the "blue connection" during priming. No patient involvement.